Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant calcium result. The customer performed a precision on the patient sample. The tsc had the customer inspect probes and clean the drains. The tsc instructed the customer to perform a sodium hydroxide (naoh) clean on the reagent probe and align the reagent and sample probes. The customer ran check 1 on sample arm (s1) and the error with air knife pressure failing occurred. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse adjusted bottom of cuvette on sample arm (s3), and reagent arm 5 (r5). The cse ran calcium precision, resulting within specifications. The cse replaced control area network (can) board on reagent arm (r1) pump panel. The cse ran system check and quality control (qc), which passed. The cause of the discordant calcium result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample upon repeat testing on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same instrument, and recovered higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium result.